Event description:
It was reported that: the wire was found to be kinked prior to use. Another device was used. There was a delay to insertion reported no other patient consequences.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the wire was found to be kinked prior to use. Another device was used. There was a delay to insertion reported no other patient consequences.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the wire was found to be kinked prior to use. Another device was used. There was a delay to insertion reported no other patient consequences.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. The customer provided one photo and returned one unopened sac kit for analysis. Visual inspection of the components revealed one kink in the guide wire body. Likewise, kinking was observed on the protective tubing in the same locations. Several creases were observed on the product packaging. The damage observed is consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. The packaging clearly states, "do not bend". The major kink in the guide wire measured 215mm via calibrated ruler from the distal end. The guide wire total length measured 351mm via calibrated ruler which was within the specifications of 345-355mm per product drawing. The guide wire outer diameter (od) measured 0.523mm via calibrated micrometer which was within the specifications of 0.508mm-0.533mm per product drawing. Functional inspection of the guide wire was performed per the instructions-for-use (IFU) provided with the kit which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The undamaged portions of the guide wire were threaded through a lab inventory 20 ga introducer needle with no resistance. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." Additionally, the lidstock clearly states, "do not bend." A device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.